Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years and five months post deployment, computed tomography of abdomen without contrast was performed for evaluation of inferior vena cava filter which showed inferior vena cava filter was tilted zero degrees. The apex of the inferior vena cava filter does not touch the inferior vena cava wall. The inferior vena cava filter apex was less than two centimeters below the most inferior renal vein. There was strut penetration up to 5mm. Multiple struts penetrate the inferior vena cava. One strut contacts the adjacent duodenal. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and contraindication to anticoagulants. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.